Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer. The customer reported filter issues on the product that lead to leakage of an unspecified fluid and/or breakage. They have had at least 9 reports in the past month. There was patient involvement, no patient harm but there was a delay in care as treatments were stopped to change out filter/line.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR was reviewed and no nonconformities were found that would have led to the reported complaint.